Event description:
It was reported that during a superdimension case, the first attempt at registration yielded a 13.9mm valve (<10mm is the specification) and the system suggested to reacquire the mc. After doing so, the value increased to 14.5mm and suggested to redo the right upper lobe and right middle lobe. They followed the instructions but this time received a mismatched points error. They proceeded to delete all points and reregister twice more, but still received a mismatched points error each time. At this point, they cancelled the superdimension portion of the procedure and continued by other means. The patient was under general anesthesia for the case. There was no harm or injury to the patient reported.

Manufacturer narrative:
A superdimension technical field specialist was on-site at the time of this case to observe. After the case, the system was tested for accuracy. The accuracy testing did no show any problems, the tests were within specification. In addition, on january 19, 2010, a superdimension engineer was on-site to observe additional cases. There were no accuracy issues and the system performed as expected.